Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation and was inflated three times. However, during the third inflations at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.